Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about potential loss of capture in an atrial tachy response (atr) episode. Ts reviewed the episode in question and thought it was more likely either fusion beats or some interseptal delay from the faster fallback pacing. Ts noted the lead looked very stable. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about potential loss of capture in an atrial tachy response (atr) episode. Ts reviewed the episode in question and thought it was more likely either fusion beats or some interseptal delay from the faster fallback pacing. Ts noted the lead looked very stable. The device and leads remain in service. No adverse patient effects were reported.